Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was having a spinal cord stimulation system implanted on the day of the report. It was reported that the lead was implanted during a standard new implant procedure. When the lead was tested, an impedance test showed that contacts 8, 9 , 12, 13, 14, and 15 all had a possible short/open contact. The lead was removed without incident and replaced with a new lead. There were no external factors noted to have caused the issue. Replacing the lead resolved the issue. There were no patient symptoms or complications reported.

Manufacturer narrative:
Analysis of the lead found no anomaly. If information is provided in the future, a supplemental report will be issued.